Manufacturer narrative:
The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history review cannot be performed as no material and batch/lot number was provided. A device history review cannot be performed as no material and batch/lot number was provided.

Event description:
Material: unknown batch#: unknown it was reported by the customer that two leaking qsytes. Verbatim: rcc received a complaint via email. Email(s) attached. Volume overload [volume overload] weak [weakness] waking up in cold sweat [cold sweat] could not breathe [difficulty breathing] chest pain [chest pain] two leaking qsytes [device leakage] case description: this united states case is a solicited report received on 10 may 2024, from the hospital nurse from a patient support program via accredo specialty pharmacy. This patient began therapy with IV remodulin (treprostinil sodium, concentration 10.0 mg/ml), started on (B)(6) 2021 for secondary pulmonary arterial hypertension. The current dose was reported as 0.290 mg/kg, continuous via continued in additional info section... Comments : we have shared all the information that was available with us. We request you to kindly handle it as per your own process related to product safety.

Event description:
It was reported that bd unknown q-syte leaked. The following information was provided by the initial reporter: two leaking qsytes [device leakage] this united states case is a solicited report received on (B)(6) 2024, from the hospital nurse from a patient support program via (B)(6) specialty pharmacy. This 83-year-old, 146 lbs, female patient began therapy with IV remodulin (treprostinil sodium, concentration 10.0 mg/ml), started on (B)(6) 2021 for secondary pulmonary arterial hypertension. The current dose was reported as 0.290 g/kg, continuous via intravenous (IV) route. It was reported that the patient was transferred from another hospital for admission to the medical centre for volume overload (hypervolaemia, hospitalized). Concomitant medications included: calcium plus d3 + minerals, mycophenolate mofetil, potassium citrate, lipitor (atorvastatin calcium), multivitamins, aspirin, oxygen, furosemide, omeprazole, and losartan potassium. Relevant medical history included secondary pulmonary arterial hypertension. Action taken with IV remodulin was not reported for the event of hypervolaemia. At the time of reporting, the outcome of hypervolaemia was unknown. The reporter did not provide causality for the event of hypervolaemia. Follow-up information was received as a solicited report on 22 may 2024, from the consumer from a patient support program via (B)(6) specialty pharmacy. It was reported that the patient had two leaking qsytes (device leakage), one that led to the hospital stay due to her becoming weak (asthenia), waking up in a cold sweat and could not breathe (dyspnoea). She found that her second qsyte was also leaking so, the replacement was sent. Action taken with IV remodulin was not reported for the events of asthenia, cold sweat and dyspnoea. At the time of reporting, the outcome of asthenia, cold sweat and dyspnoea was unknown. The reporter did not provide causality for the events of asthenia, cold sweat and dyspnoea. Follow-up information was received as solicited report on 28 may 2024 from the hospital pharmacist from a patient support program via (B)(6) specialty pharmacy. Hospitalization discharge date for the events of hypervolaemia, device leakage, asthenia, cold sweat and dyspnoea was added as an unreported date in (b)(6 2024. On (B)(6) 2024, 2 years 8 months and 2 days after initiating IV remodulin, the patient was hospitalized for chest pain. Action taken with IV remodulin was not reported for the event of chest pain. At the time of reporting, the outcome of chest pain was unknown. The reporter did not provide causality for the event of chest pain. Case comment/senders comment: the company has assessed the serious adverse events of hypervolaemia, device leakage, asthenia, cold sweat, dyspnoea and chest pain as not related to IV treprostinil. The events of hypervolaemia, asthenia, dyspnoea and chest pain were likely related to complications associated with the underlying pah, including possible right heart dysfunction in this 83-year-old patient. The cold sweat may have been related to the feeling of weakness or due to any cardiovascular condition. The device leakage was likely a complication related to the use of drug delivery system and may have contributed to the events.

Manufacturer narrative:
E1. Address information was not provided, therefore, xx was used as a place holder. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown. E4. The initial reporter also notified the FDA on 1 june 2024. Medwatch report is unt-2024-01442. Investigation as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended.